Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings over a five minute time frame on their precision xtra blood glucose monitor. The values, when plotted on a parkes error grid fall in the c/d zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.